Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Another prolene suture was used to complete the procedure. What tissue was being approximated or sutured when it broke? Lima anastamosis.

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.